Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. No motor error alarms noted during testing. The motor passed motor test. All operating currents are within specifications. The insulin pump was unable to vibrate due to broken black vibrator wire. The insulin pump had cracked belt clip slot, scratched lcd window and case.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer reported that the insulin pump was not vibrating. The customer's blood glucose was 483 mg/dl at the time of incident. The customer stated that they did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer performed displacement test and the insulin pump passed. The customer performed self test. The customer stated that the insulin pump did not vibrate during vibrate test while performing self test. The customer stated that the vibrate feature was on. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.